Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips came out crossed and damaged the cystic channel. Procedure was completed using same like device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: was there any bleeding or bile leak as result of scissored clip to cystic channel? If so, please quantify amount of bleeding and describe how patient was treated. There is no bleeding in cystic channel, there is very few bile leak, and the surgeon could stop leak within a very short time with the help of er420 that was readily available. How was cystic channel repaired? Please describe how issue was resolved. Er420 was used immediately and there has been no problem with the finishing of the operation. How many devices deployed scissored clips during procedure? 3 devices were opened at the same surgery, in the first 2 products, during the channel closing , it was seen that the clips stay open in the distal end in the first 2 firing, and in the 3rd device that was opened, there has not been any problem in the first clip , but at the second one, clip was fired crossed, and leaking started at this point, and immediately, the surgeon used er420 and finalized the operation without any problem.